Event description:
On (B)(6) 2013, this pt underwent endovascular repair of an intrarenal abdominal aortic aneurysm using gore excluder aaa endoprosthesis featuring c3 deployment system. The trunk-ipsilateral leg component was positioned 5 mm distal to the lowest renal artery and the proximal end was deployed. Digital subtraction angiography confirmed correct location. After cannulation of the contralateral gate and pigtail rotation control and verification of the trunk-ipsilateral leg component position, the guidewire was changed to a backup meier wire. Then the sdv (B)(4) was inserted in the contralateral gate. The trunk-ipsilateral leg component was then fully deployed. A contralateral leg component (pxc161200) was then advanced. However, the physician noted a risk of covering the left hypogastric artery. Therefore, the pxc161200 was removed and a pxc161000 was prepared. The insertion of the sheath into the contralateral gate was difficult due to resistance and friction. The pxc161000 was deployed and ballooned with a reliant balloon. Final angiography showed that the trunk-ipsilateral leg component had moved proximally approximately 15 mm and covered both renal arteries. The physician attempted to pull down the endoprosthesis with a balloon, however, this was not successful. The physician decided to convert to open repair. It was noted that the common iliac and external iliac arteries were without calcium, or severe tortuosity. The pt is doing well and the kidneys are well perfused.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.